Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain, dropped foot, metallosis, elevated blood cobalt and chromium, popping and clicking sensation in the hip, weakness, seroma and pseudotumor. Preoperative imaging showed a 1 cm leg length discrepancy as well as a significant amount of shuck. Operative findings include metallosis at the it band, dark bloody stained fluid, significant amount of reactive pockets of fluid, multiple areas of synovitis, extensive metallosis within the hip joint, small pockets of heterotrophic ossification and scarring. There was no evidence of trunnionosis or fretting. Doi: (B)(6) 2006 - dor: (B)(6) 2015 (right hip).